Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump's time was incorrect and the display was discolored. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No missing segments/partial display or unexpected discoloring on case/end cap sticker/keypad overlay/address serial number label noted. The insulin pump was set current time/date and monitored for several day with no unexpected time is wrong or time change anomaly noted. The insulin pump had cracked case at display window corner, battery tube threads and minor scratched display window.